Event description:
The reporter (patient's healthcare professional (hcp)) contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for diabetic ketoacidosis (dka). The hcp would like to un-prescribe the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.